Event description:
Allegedly patient was revised due to a broken plate.

Manufacturer narrative:
Conclusion: no device failure. Complaint reviewed and analysis showed no trend for (B)(4), lot no: 018482165. Device history reviewed. Photograph provided. Product not returned.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete.